Manufacturer narrative:
Per the reporter's allegation, they received information related to the foam abatement foam recall pertaining to the patient's device. However, the trilogy evo device is not in scope of the recall. H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer received a voluntary medwatch mw5145365 with information alleging death. The patient used the device from june 2021 till june 2023. The reporter states "she was slowly but successfully being weaned off the ventilator until she started having co2 buildup among other unusual and unexplained things happening to her which continued to get worse until the date of her death". The reporter received a class 1 recall letter leading them to believe that the device may have caused the death of the patient. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.